Event description:
While investigating an (B)(6) female patient's electrode belt for an unrelated issue, a reportable problem was discovered. The pulse wires had an open connection inside the distribution node.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the pulse wires had an open connection inside the distribution node. The cause for the open pulse wires was a poor solder joint. The root cause for the poor solder joint was a manufacturing error. After reflowing the pulse wires, the electrode belt was fully functional. No adverse event resulted from the open pulse wires. The patient received a replacement electrode belt.